Manufacturer narrative:
Device engineering logs and cgm data for 02-dec-2025 were reviewed. No device malfunction, motor errors, communication failures, or factory resets were identified. Insulin delivery occurred as requested and the ilet functioned as designed. Hypoglycemia followed a meal announcement issued while glucose was trending downward. Data indicated significant glucose variability consistent with timing of meal announcements and/or over-treatment of lows. Low alerts were not consistently acknowledged and device volume was set to off. The event was not caused by device malfunction. The device performed within design specifications. The event is attributed to user-related factors and physiologic variability. No corrective or preventive action is required. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 02-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of <70 mg/dl following a usual dinner meal announcement when glucose was trending downward. No ems or hospitalization was required. No long-term health effects were reported.